Manufacturer narrative:
(B)(4). No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. Troubleshooting was provided. Motor error alarm was cleared but it reoccurred during troubleshooting. The customer was advised to discontinue use of the insulin pump and revert to the back-up plan. The insulin pump will be returned for analysis.